Manufacturer narrative:
B5-additional information: according to the reporter, the patient isn't coming in for a follow-up. The patient is happy with their vision. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -12.5/+3.5/094 (sphere/cylinder/axis) into the patient's right eye (od). The surgeon reports refractive surprise. Reportedly, lens remains implanted.